Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a stent graft in the iliac artery. A 27/7/2/100 equalizer¿ balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured due to the stent graft. The device was completely removed from the patient and the procedure was completed with another equalizer balloon catheter. No patient complications were reported and the patient's status was stable.